Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced with an rv lead of a different manufacturer in 2020. The reason for the lead replacement that occurred approximately two years ago was not provided. Attempts to gather additional information were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.